Manufacturer narrative:
The pump was received with a constant alarm during the rewind due to an out of phase motor encoder signal. Unable to confirm the error alarms or perform the displacement test due to the alarm. The pump also had minor scratches on the lcd window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed a motion sensor test failure alarm and motor position encoder error alarm. Customer's blood glucose was 203 mg/dl. Device failed the displacement test. Device could not rewind, kept alarming motion sensor test failure alarm. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.